Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 300 mg/dl at the time of hospitalization. Customer had symptoms such as weakness, stomach pain, nausea and chills. Customer was treated with intravenous insulin. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshoot and insulin was exited. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.